Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual include a reference guide for both visual and tone alarms and associated causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of devices are also outlined. The manufacturer will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report. It was indicated that the potential batteries involved were: catalog: 1650, serial: (B)(4), (B)(4), (B)(4). This is one of three reports (3007042319-2015-00982, 3007042319-2015-00983 and 3007042319-2015-00984) submitted for devices related to the same event. Batteries have not been received.

Event description:
Information was received from the site perfusionist that the patient reported "power port switching with no particular battery and a mistrust of the controller due to random beeps and other quirks they could not describe. Both the controller and battery were exchanged. There was no effect on the patient. This is report 2 of 3.

Manufacturer narrative:
(B)(4): the returned battery passed external visual inspection and functional testing. During the review of the available controller log file revealed no anomalies found for battery serial (B)(4) within the analyzed period. However, the complaint event details could not be replicated as the bench level. As a result, the battery performs as per specification. (B)(4): the returned battery passed external visual inspection and failed functional testing. During ti testing, the battery exhibited a high max error, indicative of a unit that is out of calibration. During the review of the available controller log file revealed no anomalies found for battery serial (B)(4) within the analyzed period. However, in the log file analysis was found evidence of usage behavior which could cause an elevated me. The fact that the max error was reset to a lower value is indicative of a usage behavior that tends to exchange and recharge batteries well above the 25% rsoc level. As a result the battery failed to perform as per specification. (B)(4): the returned battery passed external visual inspection and functional testing. During the review of the available controller log file revealed no anomalies found for battery serial (B)(4) within the analyzed period. However, the complaint event details could not be replicated as the bench level. As a result the battery performs as per specification. (B)(4): the returned battery passed external visual inspection and functional testing. During the review of the available controller log file revealed no anomalies found for battery serial (B)(4) within the analyzed period. However, the complaint event details could not be replicated at the bench level. As a result the battery performs as per specification. This is one of three reports (3007042319-2015-00982, 3007042319-2015-00983 and 3007042319-2015-00984) submitted for devices related to the same event.